Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm. It was reported that the right limb had migrated and dislodged from the right common iliac artery. There was a distal type I endoleak present. The patient had an intervention to extend to the right external iliac artery. The physician stated that the cause of the event was due to vessel morphology and that the lesion had been forming an aneurysm. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.